Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, broken reservoir tube lip, exposed black o-ring/seal, cracked reservoir tube window, cracked battery tube threads and protruded/loose drive support disk.

Event description:
The insulin pump has cosmetic damage. Customer stated that the plastic part near the reservoir has broken off and washer protruding. The blood glucose reading is 108 mg/dl. The rubber stopper inside the reservoir is protruding out near the p-cap. Advised the customer that the insulin pump will be replaced. Nothing further reported.